Manufacturer narrative:
The instrument and broken jaw piece were returned and evaluated. Engineering evaluation found evidence of porosity within the instrument jaw. The porous condition allowed for contamination through the cross section of the jaw, which consequently weakened the jaw and compromised the jaw strength when high forces were applied. This is a unique event.

Event description:
It was reported that during the surgical procedure, one side of the jaw of the 5mm needle driver instrument broke while suturing. A broken piece fell inside of the pt and was retrieved. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.